Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, noise and no capture was observed. Patient's condition was good. Physician decided to transfer the patient to another hospital. No further information was available.